Event description:
It was reported that during a laparoscopic appendectomy procedure the staples did not form at the first firing with a gray. A cracking noise was heard when the device was being fired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged firing trigger teeth and damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? Gray. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Cracking. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? No. The device was received with the firing mechanism damaged. A reload was loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.